Manufacturer narrative:
Additional information was received for the file and the complaint conclusion (cc) was updated accordingly. Additional information received: additional information received indicated that the approach for the procedure was via the right femoral vein. There was no reported product issue during advancement of the stent delivery system (sds). There was no attempt made to inflate the balloon/place the stent prior to the reported dislodgement. The stent did not become stuck on anything during the attempted repositioning. The dislodgement occurred while pulling the delivery system back into the sheath used. The sheath was a cordis 5 fr. 7.5 cm sheath and was appropriately sized for the stent delivery system (sds). The guide wire used was not a cordis product. There were no reported product issues with the other products used. The stent was able to be successfully retrieved during surgery. The pulmonary valve repair/surgery was successful. The patient¿s current status was reported be stable and was discharged home. Procedural films are available. The product was stored properly according to the instructions for use (IFU) in a cabinet in a temperature controlled room. There was no any damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. The retrieved stent was sent to pathology and it is not known if it will be available for analysis. The complaint product (stent delivery system) and the cordis sheath used were given to risk management and it is not known if they are being returned for inspection. No additional information is available. Updated cc: as reported via a voluntary medwatch, a pediatric patient with a congenital anomaly was in the cardiac catheterization lab for stenting of the pulmonary valve. A palmaz blue 7 x 12 biliary stent mounted on a 135 cm. Slalom balloon catheter (bc)/sent delivery system (sds) was inserted. While pulling the stent/sds back into the inferior vena cava (ivc) for re-positioning, the stent stripped off/was dislodged from the sds. The stent migrated along the (unknown) guidewire into the patient¿s right ventricle. The physician attempted to place a new bc into the stent to re-position/remove the stent but was unsuccessful. The physician also attempted to snare the stent, but it had become wedged in the right ventricular outflow track and the snare attempt was unsuccessful. Cardio-thoracic (CT) surgery was consulted for possible surgical removal of the stent. The physician attempted repositioning/retrieval of the stent for almost two (2) hours. It was decided that all attempts to retrieve the stent had been exhausted and the patient was transferred to the operating room (or) for open stent retrieval and repair of the pulmonary valve/retrieval of stent via percutaneous approach. Additional information indicated that the approach for the procedure was via the right femoral vein. There was no reported product issue during advancement of the stent delivery system (sds). There was no attempt made to inflate the balloon/place the stent prior to the reported dislodgement. The stent did not become stuck on anything during the attempted repositioning. The dislodgement occurred while pulling the delivery system back into the sheath used. The sheath was a cordis 5 fr. 7.5 cm sheath and was appropriately sized for the stent delivery system (sds). The guide wire used was not a cordis product. There were no reported product issues with the other products used. The stent was able to be successfully retrieved during surgery. The pulmonary valve repair/surgery was successful. The patient¿s current status was reported be stable and was discharged home. Procedural films are available and have been requested for review. The product was stored properly according to the instructions for use (IFU) in a cabinet in a temperature controlled room. There was no any damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. The retrieved stent was sent to pathology and it is not known if it will be available for analysis. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17234911 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migration¿ and ¿stent dislodged - in patient/while pulling back into gc/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors of attempting to place the device within the cardiac structures of a pediatric patient may have contributed to the reported event as this is considered to be off-label use. According to the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings the safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Potential complications associated with transhepatic biliary endoprostheses implantation may include, but are not limited to, the following: stent migration. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch (B)(4), a pediatric patient with a congenital anomaly was in the cardiac catheterization lab for stenting of the pulmonary valve. A palmaz blue 7 x 12 biliary stent mounted on a 135 cm. Slalom balloon catheter (bc)/sent delivery system (sds) was inserted. While pulling the stent/sds back into the inferior vena cava (ivc) for re-positioning, the stent stripped off/was dislodged from the sds. The stent migrated along the (unknown) guidewire into the patient¿s right ventricle. The physician attempted to place a new bc into the stent to re-position/remove the stent but was unsuccessful. The physician also attempted to snare the stent, but it had become wedged in the right ventricular outflow track and the snare attempt was unsuccessful. Cardio-thoracic (CT) surgery was consulted for possible surgical removal of the stent. The physician attempted repositioning/retrieval of the stent for almost two (2) hours. It was decided that all attempts to retrieve the stent had been exhausted and the patient was transferred to the operating room (or) for open stent retrieval and repair of the pulmonary valve/retrieval of stent via percutaneous approach. The product will be returned for inspection.

Manufacturer narrative:
Multiple attempts to obtain the product return for inspection were unsuccessful. As reported via a voluntary medwatch, a pediatric patient with a congenital anomaly was in the cardiac catheterization lab for stenting of the pulmonary valve. A palmaz blue 7 x 12 biliary stent mounted on a 135 cm. Slalom balloon catheter (bc)/sent delivery system (sds) was inserted. While pulling the stent/sds back into the inferior vena cava (ivc) for re-positioning, the stent stripped off/was dislodged from the sds. The stent migrated along the (unknown) guidewire into the patient¿s right ventricle. The physician attempted to place a new bc into the stent to re-position/remove the stent but was unsuccessful. The physician also attempted to snare the stent, but it had become wedged in the right ventricular outflow track and the snare attempt was unsuccessful. Cardio-thoracic (CT) surgery was consulted for possible surgical removal of the stent. The physician attempted repositioning/retrieval of the stent for almost two (2) hours. It was decided that all attempts to retrieve the stent had been exhausted and the patient was transferred to the operating room (or) for open stent retrieval and repair of the pulmonary valve/retrieval of stent via percutaneous approach. The product was not returned for analysis. A device history record (DHR) review of lot 17234911 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migration¿ and ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors of attempting to place the device within the cardiac structures of a pediatric patient may have contributed to the reported event as this is considered to be off-label use. According to the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings the safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Potential complications associated with transhepatic biliary endoprostheses implantation may include, but are not limited to, the following: stent migration. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.